Event description:
It was reported that the device may have reached the elective replacement indicator (eri) prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis revealed the actual longevity was less than 80% of the 99.9% predicted longevity limit. There were no detected performance issues with the device. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: 4193 implantable pacing lead, (B)(6) 2009; 6947 implantable defib lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.